Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported having issues inserting the infusion sets. Advised patient not to use the alleged infusion sets. Patient reported experiencing elevated blood glucose levels of 400 mg/dl. Patient's normal blood glucose range is 130-170 mg/dl. Patient stated he will be correcting his blood glucose levels with injection therapy. Patient reported he will remain on injection therapy until infusion sets arrive on (B)(6) 2011. Reviewed insertion technique with the patient. Patient stated when he removed the infusion site, he noticed insulin underneath the adhesive. Patient reported the infusion set cannula was not bent. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.